Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Action taken: further action is not warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 02/24/2011 and 03/03/2011 by phone, fax, and mail. A completed questionnaire was received on 03/09/2011. (B)(4).

Event description:
A surgeon reported a patient with visual acuity of 20/20 and j1, who is experiencing glare and halos following intraocular lens (iol) implant surgery. In a follow-up, the surgeon further explained that the event occurs after dark with approaching lights and consists of concentric circles. He reported that the event continues.